Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that an insulin infusion was initiated at 1250 in the pacu and the patient was later transferred to the ICU. At 2143, a leak was noted at the last connection of the y-site. The patient blood glucose prior to the event was 193; however at the time of the leak the patient blood glucose had "increased" (blood glucose not provided). It was reported that the tubing and bag was changed, and the insulin was titrated per protocol.